Event description:
It was reported that the customer's insulin pump was cracked along the right side of the display. Customer's blood glucose level was 177 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, cracked display window, missing end cap and cracked case near display window corners noted during visual inspection. Moisture damage noted on electronic assembly and loose/protruded drive support disk noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).